Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that there was no image. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d8, d9, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.